Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) 01/16. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 500 mg/dl while wearing the pod. Subsequently, patient was taken to the emergency room and diagnosed with hyperglycemia. When removing pod, it was discovered that the cannula had become dislodged the infusion site and was bent. Treatment included administration of saline, manual injections of insulin, and fluids for hydration. Thereafter, a new pod was eventually applied and basal delivery was resumed.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high blood glucose levels. The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation.